Event description:
"...[Patient] presented with multiple (n=16) inappropriate ICD shocks which were ascribed to likely right ventricular lead fracture. The patient was seen and examined by an electrophysiology staff physician and deemed appropriate for rv lead revision and generator change." Procedure: implant of cardioverter/defibrillator/atrio-biventricular ICD (crt system). Operation performed: explantation of medtronic protecta dual chamber ICD, capping of medtronic rv lead, 6944 sprint quattro. Venoplasty of left subclavian vein and innominate vein. Implantation of medtronic model evera xt pulse generator at the left infra-clavicular site. Implantation of rv lead, biotronik 375012. Testing and retention of atrial lead medtronic 5076 capsurefix.